Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Manufacturer reference number: 1627487-2022-02064. It was reported the patient experience ineffective therapy at an unknown date. In turn, diagnostics completed indicated there was high impedance on both cervical leads. As a result, surgical intervention may take place later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: b1 was selected as it was inadvertently not selected before submission of the initial report.

Event description:
Additional information received indicate surgical intervention occurred wherein the patient leads was explanted and replaced to address the issue.